Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The lot number is currently unavailable; therefore, the exp date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair surgical procedure, it was observed that part of the plastic depth stop broke off and went inside the joint space as soon as it was inserted. This added two minutes to the surgery time as another truespan had to be opened. According to the reporter, the needle angle was at 24 degrees as the plastic broke before the device was inserted into the meniscus. It was only inserted into the joint space; therefore the trigger had not been pulled. It was reported the tip of the needle was still in scope view. It was reported that the meniscus was not penetrated all the way to the depth stop. It was reported that the repair was not completed by another competitive device, inside out technique, or partial meniscectomy. It was reported that the surgeon used a probe. It was reported that the failure occurred before either of the first or second implants were deployed. It was reported that the implants were removed with a grasper. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this part,lot combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4). The expiration date is unknown.